Event description:
There was no patient involvement. This demo intra-aortic balloon pump (iabp) belongs to the sales representative. It was reported the iabp was shipped to the hospital for an upcoming demo. When the iabp was unpacked and tested, it was noticed the monitor screen turned red. Once all the hemodynamics came up, the screen was red, and the data was poorly visible. The iabp was restarted several times and there was no change. The simulator was connected to the ECG and ap cables and everything worked. The pump was able to deliver helium. It was determined the pump would be unusable. The field service engineer (fse) will assess the iabp.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of display screen flicker/error is confirmed. The fos internal hardware pcb mounting screws were found loose during the investigation. One mounting screw was noted completely loose and freely moving inside the fos board enclosure, which made contact to the electronic connections/components and created a short circuit. The issue was resolved after the loose screws were re-tightened. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the issue.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of display screen flicker/error is confirmed. The fos internal hardware pcb mounting screws were found loose during the investigation. One mounting screw was noted completely loose and freely moving inside the fos board enclosure, which made contact to the electronic connections/components and created a short circuit. The issue was resolved after the loose screws were re-tightened. The root cause of how the mounting screws became loose is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. This demo intra-aortic balloon pump (iabp) belongs to the sales representative. It was reported the iabp was shipped to the hospital for an upcoming demo. When the iabp was unpacked and tested, it was noticed the monitor screen turned red. Once all the hemodynamics came up, the screen was red, and the data was poorly visible. The iabp was restarted several times and there was no change. The simulator was connected to the ECG and ap cables and everything worked. The pump was able to deliver helium. It was determined the pump would be unusable. The field service engineer (fse) will assess the iabp.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. This demo intra-aortic balloon pump (iabp) belongs to the sales representative. It was reported the iabp was shipped to the hospital for an upcoming demo. When the iabp was unpacked and tested, it was noticed the monitor screen turned red. Once all the hemodynamics came up, the screen was red, and the data was poorly visible. The iabp was restarted several times and there was no change. The simulator was connected to the ECG and ap cables and everything worked. The pump was able to deliver helium. It was determined the pump would be unusable. The field service engineer (fse) will assess the iabp.